Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was swinging when the pump became unresponsive and stopped all insulin delivery. The customers blood glucose (bg) level was impacted (51 mg/dl) the customer consumed carbohydrates to stabilize bg level. The contact reported the customer has been running low bg's all day. It was indicated that the customer would use manual injections as alternate insulin therapy.